Event description:
It was reported that the bur had cut through its packaging. No adverse consequences were reported.

Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged.